Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's monitor unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device's monitor unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the device's software log and was able to verify the reported event. It was also observed from the logs that the battery in use was at a low state of charge (8%) and beyond the recommended replacement schedule. While the issue can likely be isolated to the old and low charged batteries, root cause could not be determined.